Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 466 mg/dl. The user addressed bg level with a manual injection. During troubleshooting with tandem technical support, the user confirmed seeing air bubbles. Reportedly, the cartridge was filled with cold insulin. The user changed the cartridge/infusion set and resumed insulin delivery. A follow up with the contact confirmed that the user's bg level lowered to 180 mg/dl.

Manufacturer narrative:
Per tandem's t:slim cartridge instructions for use: "make sure that insulin is at room temperature before filling the cartridge."